Event description:
Pt reported that she often experiences hyperglycemia and ketosis, and she believes the insulin delivery of the infusion device is too low. This has been ongoing for the past several weeks, and blood glucose has elevated above 600 mg/dl. Pt was admitted to the hospital on (B)(6) 2011 and received an IV. Blood glucose was "ok" following correction with the IV. Pt experienced elevated blood glucose again on (B)(6) 2011 and took her infusion device to her diabetic specialist. The diabetic specialist does not believe the infusion device is functioning as intended. Pt did not have an infection and she takes an anti-depressant medication. Normal blood glucose is 100-120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.